Event description:
Customer reported she received a no delivery alarm on the insulin pump. Troubleshooting could not be performed as this was a past event. It was stated the customer thought she continued to use the same infusion set, after straightening the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.